Event description:
During review of the in-house programming/diagnostic history database, it was observed that high impedance was observed at office visit on (B)(6) 2008. It is unknown if any patient manipulation or trauma occurred that could have caused or contributed to the high impedance reading. It is believed that the high impedance occurred during surgery. It is unknown whether the surgery was a generator replacement or initial surgery and whether or not the lead was replaced or if a lead pin connection problem existed and was corrected.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.